Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles presented properly on deployment, but could not be removed from the device. Backdown of the needles was not successful. The cardiologist extended the opening in the groin to access both needles and close with the same device. During this process, it was thought that the arteriotomy was enlarged, resulting in poor hemostasis with the closure. A femstop was applied for manual compression. Manual compression was successful in providing hemostasis.